Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6001283 have already been previously tested in the 2020721 on 16/oct/2024. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report database (B)(4) complaint test report. Device history record (DHR) review: the lot 6001283 was manufactured according to the wi version 15 manufactured in the multivac 07, on 05/may/2023, with a total of (B)(4) units. Cannula DHR review: the lot 3d02666 was manufactured according to the wi version 35 manufactured in the line 02, on 03/may/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 28/apr/2025 against malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 6001283 and no other complaint have been registered in database for the same lot 6001283 and malfunction code. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the pms product trends and malfunction according to the on market quality review (omqr).

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced infusion set cannula leakage event on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples for the lot 6001283 have already been previously tested in the (B)(4) on (B)(6) 2024. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report database (B)(4) complaint test report. Device history record (DHR) review: the lot 6001283 was manufactured according to the work instruction (wi) version 15 manufactured in the multivac 07, on 05/may/2023, with a total of (B)(4) units. Cannula DHR review: the lot 3d02666 was manufactured according to the wi version 35 manufactured in the line 02, on 03/may/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 28/apr/2025 against malfunction code leakage from infusion site and lot 6001283 and no other complaint have been registered in database for the same lot 6001283 and malfunction code. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the pms product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.